Manufacturer narrative:
The customer¿s report that there was a leak in the blood set above the filter chamber was confirmed. Functional testing revealed a leak from the engagement of the tubing to the blood filter inlet port. Closer inspection under magnification of the tubing revealed insufficient solvent at the engagement between the tubing and drip chamber port. The tubing was measured and observed to be within specification. The root cause of the leak was a manufacturing issue of insufficient solvent at the engagement between the tubing and drip chamber port.

Event description:
It was reported that there was a leak in the blood set above the filter chamber. The blood set was connected to the patient to transfuse packed red blood cells when the leak was observed. The tubing was quickly changed to a new set. There was no patient harm.